Manufacturer narrative:
G4:04feb2021. B4:05feb2021. Upon a follow-up with technical support. The customer reported that another in-house biomedical engineer would handle the unit's repair service. Multiple attempts were made to obtain patient information, and the device's repair/service have been unsuccessful. A supplemental report will be submitted if new information is received. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28dec2020.

Event description:
It was reported that the ventilator shut down while in use. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported.